Manufacturer narrative:
Device passed the displacement test. Device received with fading serial number label. The test infusion set/reservoir remains in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported that belt clip rails was broken. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will be returned for analysis.